Event description:
It was reported that the patient was having spasms so it was determined that they were not receiving effective therapy from the medication delivery. It was suspected there was a catheter issue after the last catheter revision on 2015 (B)(6). The patient was not getting effective therapy. The patient had less than 50% therapy relief. The patient had a CT scan done but ID was not determined if there was a catheter issue. They decided to schedule a catheter revision. The catheter revision occurred on 2015 (B)(6), it was noted that there was fluid in the pump pocket so therefore it was assumed that there was a leak in the proximal catheter as the cause. It was reported that there was a catheter break located at the proximal segment of the catheter. The catheter was replaced. The patient's status at the time of report was "alive-no injury." The pump system was delivering lioresal. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).